Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on the (B)(6) 2011 and performed to specification up to the (B)(6) 2014. The device failed multiple self-tests due to a low battery between (B)(6) 2014 and (B)(6) 2015. An increase in voltage was observed and the device passed a self-test. On the (B)(6) the device records multiple power ups containing nonsensical data. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device. Several of the devices leds along with the red status led illuminated intermittently. A test pad-pak was installed and passed a self-test, however the green led was observed to have remained lit longer than expected, with a flash rate of approximately 5 seconds on followed by 5 seconds off. This would confirm the reported fault. No warnings were given and the green status led flash rate appeared longer than required. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. During test therapy the green status led was observed to be flashing on for significantly longer than expected. The current drain of the device was measured and indicated a fault. Investigation found the fault can be attributed to a printed circuit board failure. A breakdown or damage to an internal track on the status led circuitry resulted in the led not flashing correctly. This would confirm the reported fault. This led to an increased current drain and caused premature depletion of the pad-pak.

Event description:
There was no patient involved in this event. This device malfunctioned because device status indicator not flashing correctly (5 sec on 5 sec off).